Event description:
It was reported that the lead exhibited high thresholds. It was reprogrammed to 5.5 v at 1.0 ms, which caused diaphragmatic stimulation. The lead was successfully repositioned.

Manufacturer narrative:
Na